Event description:
Dr. (B)(6) implant surgeon from our customer, reported to us that during a normal control, it was observed that the reported screw was broken. I will attach the surgery report as it is translated. This resulted in revision surgery 21 months after the primary surgery due to screw breakage.

Manufacturer narrative:
Add'l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.